Event description:
Patient underwent spinal fusion surgery using rhbmp-2/acs and instrumentation. Post-operatively, the patient sustained unspecified injuries

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.